Event description:
It was reported that pt underwent total shoulder arthroplasty in 2008. Subsequently, revision procedure was performed in 2008, due to loosening of implant.

Manufacturer narrative:
Recall was initiated on device used to implant component, notices were sent to surgeons who implanted product with this device in 2008.